Manufacturer narrative:
Received one 20ga fully retracted needle-barrel assembly with no packaging material. The catheter-adapter assembly was not returned for evaluation. DHR review was not performed since the lot number associated with this account was unknown. The needle was fully retracted within the safety barrel. Traces of blood were observed at the end of the hub. The cannula was pushed into the out position and no damage was observed. No damage was found on the barrel, the spring or the hub. The white button was pushed and the needle successfully retracted inside the barrel. Safety mechanism appeared to be intact and functioning. The unit did not reveal any physical or mechanical defects that would trigger the failure experienced by the customer and could not be reproduced at the laboratory. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter failed to retract completely after use. The retraction resulted in a needle stick injury. The customer also reported, "no infection was confirmed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract completely after use. The retraction resulted in a needle stick injury. The customer also reported, "no infection was confirmed."